Manufacturer narrative:
[(B)(4)].

Event description:
An article was received regarding the efficacy of antibiotics pre-operatively versus post-operatively in relation to vns surgery. It was reported that 13 patients had "other infections," which did not require explant of the vns device. "Other infections" were defined as infectious events that occurred within six months of the vns implant surgery. It was unknown if the infections were related to the vns surgery or not. The locations of the infections were unknown. No further relevant information has been received to date.